Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Follow-up was completed, and the customer's mother reported she would not return the requested products for evaluation. Device will not be returned.

Event description:
Customer's mother reported the customer has been "in and out" of the hospital due to hyperglycemia and ketones. The most recent hospitalization was at the beginning of (B)(6) 2014. When he got to the hospital, his blood glucose was 450 mg/dl and he was experiencing headaches. He was treated with an insulin injection and an IV of fluids for rehydration. She cannot recall the other dates that he went to the hospital. The only way she has been able to lower his blood glucose is by delivering insulin injections. When he restarts the infusion device, his blood glucose returns to the 300-"hi" mg/dl range. His target range is 80-120 mg/dl in the morning and around 180 mg/dl in the evening. Customer's mother believes the insulin delivery of the infusion device is inaccurate. The infusion device, cartridge, adapter, and infusion set were requested for evaluation. The customer was sent replacement products.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.